Event description:
Customer reported via phone, his blood glucose was elevating and he kept dosing off. Customer noticed insulin was leaking out of his reservoir into the insulin pump. Customer blood glucose was over 300 mg/dl, it went up to 400 mg/dl. Customer stated the insulin was spilling into the reservoir compartment and was unsure if the reservoir had cracks. Customer was advised to remove reservoir, clean the insulin, and look for any leaks. No leaks were notice from the reservoir and the o-ring from the insulin pump was not missing. An air bubble was noted between the two o-rings on the reservoir. Self-test was performed and device passed. Customer was instructed to replace the infusion set and reservoir and ensure the tubing connector and reservoir is dry. Customer was advised to monitor the device. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.